Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use two resolute integrity rx coronary drug eluting stents to treat a mildly tortuous, moderately calcified lesion exhibiting 85% stenosis located in the mid left anterior descending (lad) artery. Both devices were inspected with no issues noted and negative prep was performed without issue. The lesion was pre-dilated. Resistance was encountered when advancing both devices. It was reported that stent deformation occurred in vivo during positioning / advancement for both devices. It was stated in relation to both stents that the event was due to use of the device in difficult lesion morphology / anatomy, i.e. The event was procedural related and not device related. The procedure was completed using a non-medtronic stent. The patient was reported to be alive with no injury.